Event description:
This is a report of a flo-gard device with a broken door. The reported condition occurred during preventive maintenance. There was no patient involvement, injury or medical intervention reported related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken door was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a cracked/broken door. The p2 door assembly was replaced to fix the reported condition.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).